Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they were starting to experience leakage again. Prior to this event, the patient had dental surgery and they were on amoxicillin as well as something for anti-constipation. The patient started having problems with bowel control after they started taking those medications, but the bowel control issues continued after they stopped taking the medications. The patient's reason for calling was to get instruction on how to use their 3037 programmer to increase the stimulation level. The agent educated the patient as requested. The patient connected to their ins and confirmed therapy was turned on. The patient increased amplitude until they felt comfortable stimulation. The patient will maintain stimulation level and continue to monitor symptoms.